Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after receiving a shock and hearing an audible alert. An interrogation showed the implantable cardioverter defibrillator (ICD) triggered an alert after three high-voltage therapies were delivered for an episode detected in the ventricular tachycardia (vt) zone. Review of the episode data showed that the alert was due to short circuit protection (scp) being triggered during the first two high-voltage therapies, resulting in less than the programmed high-voltage energy being delivered. The third shock was delivered with the full programmed energy and was classified as having successfully terminated the arrhythmia. Review of the interrogation also showed the right atrial (ra) lead exhibiting undersensing during atrial tachycardia/atrial fibrillation (at/af), triggering device classified false termination of at/af event(s) at times. The ICD software was updated and high-voltage pathways reprogrammed to mitigate further reduced-energy shocks while the patient was hospitalized, and the ICD and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.